Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. Functionally the device jaws would open and close normally considering the bent needle tail. As a result, measurements were taken of the pull wire curves and it was determined that they were within specifications. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The most probable root cause is considered operational context as excessive force was most likely applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure. According to the complainant, during the procedure, after taking approximately 5 or 6 biopsy samples it was noted that the pull wire was broken and protruded out of the forceps. The procedure was completed with this device. Reportedly there was no difficulty or resistance inserting or removing the device from the scope, and the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure. According to the complainant, during the procedure, after taking approximately 5 or 6 biopsy samples it was noted that the pull wire was broken and protruded out of the forceps. The procedure was completed with this device. Reportedly there was no difficulty or resistance inserting or removing the device from the scope, and the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.